Event description:
While using a byte day aligners, patient reported they are experiencing inflammation of their gums. Advised patient to see their dentist. Patient responded that there is no local dentist taking new patients. Explained to patient that they will need a diagnosis letter for patient to move forward with treatment. Provided hh&t tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.